Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Review of the device logs and the device evaluation confirmed the reported power issue. Based on all evidence and previous investigations of similar complaints, it was determined that the device failure to accurately detect the power source was most likely due to an isolated component failure in the main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was detecting the ac power as a dc power source and failed to charge its internal battery. There was no patient injury reported as a result of this incident.